Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual examination of the instrument noted that the proximal end of the instrument tube housing was broken from the device. Due to the noted damage, no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken instrument tube housing may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was partially fired with the interlock engaged. Staple pushers were visible at the 2cm cut line indicating the point where the handle compression had stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a thoracoscopic lobectomy. While removing lung tissue, the stapler was unable to fire the green button was pressed but the surgeon was not able to squeeze the handle. The instrument locked on the tissue. There was poor staple formation. The central staple line is incomplete. The gun body and the instrument pole separated from each other which also lead to an unloading problem. The case and staple line were completed using a new reload to cut around the instrument that was locked on the tissue. There was unanticipated tissue loss. There was tissue damage. The patient has no injury.